Event description:
A malfunction was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, which the customer acknowledged and understood.